Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up on (B)(6) 2015 right atrial lead exhibited loss of capture and a sensing anomaly due to dislodgement, the physician decided to reprogram the device and wait until device change out. The lead was capped and replaced successfully on (B)(6) 2016 successfully, the patient tolerated the procedure well. Follow up on (B)(6) 2016 all values were good.